Manufacturer narrative:
Other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
It was found that the implantable neurostimulator (ins) serial number listed on the patient's ID card was incorrect. The information was corrected and a valid ID card was issued to the patient. It was clarified that the s/n that was incorrect is now in another patient. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.